Manufacturer narrative:
The patient specific acetabular guide (k152893) was reported to be unstable in the patient's acetabulum. This risk is determined to potentially lead to an adverse event for the patient, as this may lead to patient specific instrument may deliver a sub-optimal acetabular orientation, resulting in hip pain or gait problems. In this case, no adverse event was reported to result from this issue. The surgeon proceeded with the use of the acetabular guide despite the reported issue. Post-operative imaging has been requested from the reporter in order to determine the achieved cup positioning. A root cause investigation has been conducted into this event. It was found that the design of the acetabular guide was appropriate to achieve stability in the patient's acetabulum. All work instructions were adhered to and the product was manufactured according to specification. No post-operative imaging was provided and no analysis could be conducted to compare planned and achieved cup positioning. No adverse event was reported for this patient. No reason for the reported instability could be identified. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
The patient specific acetabular guide (k152893) was reported to be unstable in the patient's acetabulum. This risk is determined to potentially lead to an adverse event for the patient, as this may lead to patient specific instrument may deliver a sub-optimal acetabular orientation, resulting in hip pain or gait problems. In this case, no adverse event was reported to result from this issue. The surgeon proceeded with the use of the acetabular guide despite the reported issue. Post-operative imaging has been requested from the reporter in order to determine the achieved cup positioning. A root cause investigation has been conducted into this event. It was found that the design of the acetabular guide was appropriate to achieve stability in the patient's acetabulum. All work instructions were adhered to and the product was manufactured according to specification. No post-operative imaging was provided and no analysis could be conducted to compare planned and achieved cup positioning. No adverse event was reported for this patient. No reason for the reported instability could be identified. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Manufacturer narrative:
The patient specific acetabular guide (k152893) was reported to be unstable in the patient's acetabulum. This risk is determined to potentially lead to an adverse event for the patient, as this may lead to patient specific instrument may deliver a sub-optimal acetabular orientation, resulting in hip pain or gait problems. In this case, no adverse event was reported to result from this issue. The surgeon proceeded with the use of the acetabular guide despite the reported issue. Post-operative imaging has been requested from the reporter in order to determine the achieved cup positioning. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The patient specific acetabular guide (k152893) was reported to be unstable in the patient's acetabulum. This risk is determined to potentially lead to an adverse event for the patient, as this may lead to patient specific instrument may deliver a sub-optimal acetabular orientation, resulting in hip pain or gait problems. In this case, no adverse event was reported to result from this issue. The surgeon proceeded with the use of the acetabular guide despite the reported issue. Post-operative imaging has been requested from the reporter in order to determine the achieved cup positioning. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.